Event description:
It was reported that the inferior anchoring plate on an roi-a construct was found broken on an x-ray taken 3 months post-operatively. A revision surgery has not yet been planned and patient impacts/clinical signs are unknown.

Manufacturer narrative:
Catalog number: ir2007t, ir2008t, or ir2009t. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the inferior anchoring plate on an roi-a construct was found broken on an x-ray taken 1 year post-operatively. A revision surgery is not planned but the patient is being monitored and is not experiencing new pain. The patient had a grade 1 spondylolisthesis at l5/s1 prior to the initial surgery. A posterior polaris 5.5 construct was added on the same day that the roi-a construct was installed.

Manufacturer narrative:
Device evaluation: x-rays were provided which show plate fracture. Root cause: root cause was unable to be determined. This event could possibly be attributed to post-op events or unknown patient factors. DHR review: DHR review could not be completed due to lack of lot information. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.